Event description:
It was reported that 6 months ago the patient had diathermy done over the implant site and they had excruciating pain at the implantable neurostimulator (ins) site, so they moved toward the upper back area. The patient had not had any change in therapy since the diathermy was done. The patient just saw their health care provider (hcp) yesterday and they were aware of the diathermy being done. The patient had diathermy done several times by their chiropractor. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3889-28, lot# v926181, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Additional information received reported that the patient received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved. The patient had an appointment on 2014-(B)(6).